Event description:
Treatment of a dural arterio-venous fistula (davf). During catheterization, it was reported that the guidewire could not be torqued after 5 minutes. The entire system was removed from the patient, and the guidewire was found broken at approximately 2cm from the distal tip. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.